Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-18088, 18089. The pt has 4 leads (2 model 3149 and 2 model 3166) and 2 extensions (from the same lot) as part of her pns system (off label). It was reported the pt lost stimulation subsequent to hitting her back on a boat seat. Also, the pt stated prior to hitting her back, the extension header slightly protruded under her skin and afterwards it no longer protrudes. X-rays were taken and no abnormalities were noted. The sjm rep met with the pt and diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was able to provide partial stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.